Event description:
A 3.0mm diameter by 24mm length s7 stent delivery was inserted for treatment in an attempt to direct stent a lesion in the middle right coronary artery. It was not possible to cross the moderately calcified lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal, the stent dislodged at the bend in the proximal right coronary artery. Attempts to retrieve the stent with a guidewire and balloon catheter were unsuccessful. The stent was then successfully retrieved from the pt with a snare device. The target lesion was subsequently treated with another manufacturer's stent. The pt was fine post procedure and there is no additional clinical sequelae reported to the event. The moderately calcified lesion likely contributed to the stent not crossing the lesion. The bend in the coronary artery contributed to stent dislodgement.